Event description:
It was reported the pt's scs ipg is inoperable. An sjm rep met with the pt and confirmed the ipg is not able to communicate with external devices and the pt last successfully recharged his system in 2013. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Field correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.